Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had been admitted to the hospital due to volume overload about a week prior to this reported event. The patient was diuresed, down 8 kg and then discharged. On the same day, while at thome and during supper, he felt a sensation in the abdomen. At this time, red heart and yellow wrench alarms were observed. The patient was admitted to the hospital and placed on pneumatic support using a stroke volume limiter (svl) and a drive console. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.